Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device identified a longitudinal tear in the balloon. The tear was located at 4mm proximal to proximal edge of the proximal markerband and it extended distally along the balloon for 35mm in total length. No issues were identified with the balloon material which could potentially have resulted in the tear. An examination of the proximal and distal markerbands identified no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left innominate artery. After a 7f sheath was placed, a 12.0mmx40mm, 75cm mustang balloon catheter was advanced for dilation. However during the first inflation, it was noted that the balloon did not inflate and it ruptured. The device was completely removed from the patient and the procedure was successfully completed with a non-bsc balloon catheter. No patient complications were reported and the patient&#38112;status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left innominate artery. After a 7f sheath was placed, a 12.0mmx40mm, 75cm mustang balloon catheter was advanced for dilation. However during the first inflation, it was noted that the balloon did not inflate and it ruptured. The device was completely removed from the patient and the procedure was successfully completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was fine.